Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during priming. The customer's blood glucose was 203 mg/dl at the time of incident. The customer was advised to change the infusion set and reservoir at the time of call. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.